Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported they had a hip replacement on the same side as where their stimulator is, a couple of days ago and since then they have not been able to get their external equipment to sync up and find their stimulator. The screen just spun and spun. The patient said they were successful to turn therapy off before the surgery. Worked with the patient to try to use their equipment and patient reported seeing: searching for device, then the screen started spinning and after several minutes. The agent asked the patient to remove the communicator, restart the handset and toggle wifi off and toggle bluetooth off and back on and when they tried again patient was successful to synch with their implant and turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue.